Event description:
It was reported that the customer had issues with the insulin pump's sensor. The sensor came apart. The needle hub was stuck in the serter and the sensor with the pedestal fell down before insertion. The customer's blood glucose level was not reported. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.